Manufacturer narrative:
Unable to verify s/w due to missing segments/partial display. Insulin pump received with missing segments or partial display due to moisture damage on the electronic assembly. Also noted moisture damage on the motor during visual inspection. Unable to perform the displacement test and self test due to missing segments or partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump was missing segments. Customer blood glucose reading was unknown. Troubleshoot was performed. The insulin pump was not exposed to moisture. The insulin pump was beeping and went black. The insulin pump will be returned for analysis.